Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown; therefore, device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that volumetric accuracy occurred during use with a syringe 3ml ll 200 s/c. The following information was provided by the initial reporter, "rn's are giving intermittent drug infusions from a 1ml syringe and by the end of the infusion, there is still a significant amount of drug remaining. Per customer response: my understanding is that the they still had the actual syringe. It would be a bd 1ml syringe (luer-lok tip), ref 309628, that we would use in pharmacy to compound this medication. We do not keep log of the lot # used. I cannot quantify how often this has occurred in the past, other than the majority of rns in nicu claim this has happened to them. Only because of a recent reported event have I pushed harder with their nursing management to sequester the pumps when this occurs. As far as I know, the rns just continue to reprogram the vtbi until the entire syringe/dose is administered. The only outcome I am aware of is that the dose is administered over a longer period of time than ordered/expected. Can you assist by confirming after the rn loaded the 1ml syringe she was given the option to choose 1ml or 3ml syringe size and did in fact choose the 3ml syringe size in error? This is my suspicion based on previous reports and from the log from the machine submitted that I could read/understand. Per initial email: I feel like we investigated this before, but I need some assistance again. We have rns that are giving intermittent drug infusions from a 1ml syringe to nicu babies. For example, caffeine citrate. They are saying at the end of the infusion, there is still a significant amount of drug remaining. I suspect that due to the 1ml and 3ml barrel size similarities, they are loading 1ml syringes and choosing the bd 3ml syringe size when given the option. I believe I have cases of this, so I am trying to pull reports to see what option (syringe size) they chose. Is there a way to do this? Is there another way to identify this on any of the reports as the issue?"